Event description:
Cardiac ablation performed using (B)(6) thermocool smarttouch sf bi-direct nav df catheter patient death due to hypoxic respiratory failure due to septic shock due to atrial esophageal fistula.